Manufacturer narrative:
Date of event is on an unreported date in february. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be due to cold but the detailed cause was not reported. The patient was hospitalized for the event. The patient was treated with penicillin infusion (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Dianeal therapies were ongoing. No additional information could be provided because the reporter declined follow-up.